Event description:
It was reported at the device follow up there were high impedances and three ¿plots¿ were greater than 10,000 ohms. It was stated a new program was used and it was okay for the patient.

Manufacturer narrative:
(B)(4).